Event description:
The customer observed falsely elevated parathyroid hormone results while using the architect intact pth assay. The customer indicated the following two patients generated higher results using the architect assay compared to the siemens centaur method, as follows: patient 1: architect ipth initial 122, retest 164, (range 8.7-80.0), reference lab results 42, 48, 53 (range 15-65). Patient 2: architect ipth initial 170 ml, reference lab result 21. The following patient data was provided comparing serum and edta tubes within the customer lab using the architect assay versus results generated at a second lab, (B)(6) (method not provided). All results are pg/ml: sid (B)(6): architect ipth serum 87.7, edta 90.1, retested edta at (B)(6); sid (B)(6): architect ipth serum 106.8, edta 92.4, retested edta at (B)(6); sid (B)(6): architect ipth serum 61.7, edta 58.4, retested edta at (B)(6); sid (B)(6): architect ipth serum 96.7, edta 92.6, retested edta at (B)(6); sid (B)(6): architect ipth serum 91.1, edta 79.4, retested edta at (B)(6); sid (B)(6): architect ipth serum 85.3, edta 90, retested edta at (B)(6); sid (B)(6): architect ipth serum 92.8, edta 98.3, retested edta at (B)(6); sid (B)(6): architect ipth serum 50, edta 54.1, retested edta at (B)(6); sid (B)(6): architect ipth serum 59.4, edta 55.4, retested edta at (B)(6); sid (B)(6): architect ipth serum 38.9, edta 36.7, retested edta at (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 00113k000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 00113k000 and met acceptance criteria. Note: the lot used in testing was used in place of the suspect device lot as these lots are sister lots and contain the same components which contribute to product performance. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(64. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.